Event description:
It was reported that both the lateral and longitudinal locks were released, causing the table to move freely. There was neither injury reported nor pt involvement. The concern is for a serious injury if a pt were to become unsteady and fall as result of the free table movement.

Manufacturer narrative:
A ge field engineer (fe) evaluated the system and found that the front right footswitch was misaligned, preventing the locks from engaging. The fe adjusted the footswitch, verified table lock functionality, and returned the product to service.